Manufacturer narrative:
Results: as awaiting return of product for eval.

Event description:
A (B)(6) male pt underwent endovascular aneurysm repair on (B)(6) 2013. During the procedure, leaking occurred from the captor valve on the proximal graft body. The pt did not experience any adverse effects and no intervention was required. The grafts remain in-situ.